Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that they were positioning the mavig mach iii light out of way and the light assembly dropped out of swing arm. Customer caught it before it hit the floor.